Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous fluctuating blood glucose (bg) levels (40-400 mg/dl). Pump "therapy adjustments" were made; however, bg did not improve. No additional information was provided regarding the event.